Manufacturer narrative:
Device received with cracked reservoir tube lip noted. The test reservoir p-cap was able to lock in place. Device failed to power up due to corroded battery tube compartment noted. Unable to verify time/clock anomaly or no delivery alarm. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had time clock anomaly. Customer's blood glucose level was unknown at the time of incident. Customer's blood glucose level was unknown at the time of incident. Customer stated that the time does not keep up of the insulin pump. Customer stated that the insulin pump rejected new batteries and had unexplained no random delivery alarms. The insulin pump will not be returned for analysis.